Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open mitral valve replacement (mvr) left cox maze procedure. The suture was being used for the aortic purse string. The suture strand broke during the knot tie down / cannulation. This resulted in the patient needing to be put back on bypass in order to use a new suture to re-suture the aortic purse string. The surgical time was extended by thirty minutes or more due to the product problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.